Manufacturer narrative:
Article citation: vittoria, l et al. (2023) breast implant associated anaplastic large cell lymphoma: evidence for an efficient diagnostic workup, tumori journal 00(0) pp. 1-8. Available at https://doi.org/10.1177/03008916231157837. Contributing authors: laura vittoria, laura sala, valeria summo, iolanda capone, elena conca, martina toma, joseph ottolenghi, francesca testa, umburto cortinovis, biagio paolini, antonello cabras, antonella aiello and fabio bozzi corresponding author: fabio bozzi, department of advanced diagnostics, fondazione irccs istituto nazionale dei tumori, via venezian I, milan 20133, italy. Email: fabio.bozzi@istitutotumori.mi.it health effect impact code: f2201 biopsy. The events of seroma, capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma, capsular contracture baker grade unknown, lymphoma-alcl-suspected.

Event description:
Through journal article "breast implant associated anaplastic large cell lymphoma: evidence for an efficient diagnostic workup" reported that patients presented with bia-alcl, capsular contracture (baker grade unknown), seroma, rotation and rupture. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Treatment of patients was not specified. The devices status is unknown. Affected side is unknown.